Event description:
The facility representative reported a broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. No additional information is available.

Manufacturer narrative:
Evaluation summary: review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.